Event description:
The distributor contacted heartsine to report a potential malfunction with device shock key. A fault with the device shock key may prevent or delay defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not deliver a shock as the shock button was unresponsive. This fault was attributed to membrane failure due to adverse storage. Discoloration was observed on the membrane graphic layer that would be consistent with sun bleaching. This had caused holes in the membrane around the shock button and the on/off button. This would have enabled moisture within the membrane and resulted in corrosion on and underneath the shock button dome. The corrosion on the membrane panel and shock button, alongside the evidence of sun bleaching of the membrane graphic layer, would indicate the device was stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report a potential malfunction with device shock key. A fault with the device shock key may prevent or delay defibrillation. There was no patient involvement reported with this event.